Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that during prime she received an alarm and stated that the drive support cap was flush. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to loose drive support disk. The insulin pump had a missing end cap sticker.